Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported malfunction is undetermined.

Event description:
Note: this report is the first of five reports pertaining to the same procedure. Refer to MFR report numbers #3005099803-2008-06210, #3005099803-2008-06211, #3005099803-2008-06450, and #3005099803-2008-06451 for details regarding the other four devices. It was reported to boston scientific in 2007 that a resolution clip was used during a colonoscopy on a male patient (age and weight unknown) five days earlier. According to the complainant, during the procedure, the clip "would not release from the catheter." The procedure was successfully completed using two of the same type device. There were no patient complications as a result of this event. The patient's condition was reported as "fine."